Event description:
Report rec'd indicated that pt experienced right groin pain and retroperitoneal bleeding. An inferior vena cava (ivc) filter was successfully placed in the usual method without any anomalies. Access was made through the right femoral vein. Twenty-four (24) hours post procedure, pt complaint of pain in the access site. At about forty-eight (48) hours post implant, a CT scan was performed revealing retroperitoneal bleeding. There was no other info available at this time. This product will not be return for evaluation and testing. Additional info will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni